Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level ranged from 200 to 400 mg/dl. The customer stated that her grandson was in the hospital and that was why she had escalated readings. Customer also reported receiving a lost sensor alarm and that something was not inserted into her skin. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.